Event description:
It was reported that review of data from this pacemaker in the remote home monitoring system noted two atrial tachy response (atr) episodes that did not contain an episode electrogram (egm). Data analysis was completed, and noted the likely reason for the missing data was related to a remote interrogation being interrupted. Data analysis further noted that the remote home monitoring system will not display the event data due to this, however, the data may be available upon interrogation of the device with a programmer. Additionally, the health care professional (hcp) reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The out of range measurements are known by the clinic, and have been present beginning two days post implant of the pacemaker. Monitoring has been continued. No adverse patient effects were reported. This device remains in service.